Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2017 with the following findings: the returned battery cap had damaged threads and was not able to attach properly to the pump. Two of the battery cap contacts were out of specification in regard to height. A new test battery cap was not able to attach properly to the pump. The battery compartment was confirmed to be cracked in several places and the threads were damaged. Review of the black box and pump history revealed one power on reset event following an alarm that the pump was not primed dated (B)(6) 2017 at 17:15. The pump was exercised for 24 hours without any power interruption. The alleged intermittent power issue was duplicated associated with ill-fitting battery caps. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s internal components.